Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the damaged cannula or to determine if it could have contributed to reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose and insulin history is as follows: time: 2:36 am, bg(mmol/l) 21.3, mg/dl: 383. Time: 2:37am, bolus (u): 7.4. Time: 6:23am, bg (mmol/l) 19.1, (mg/dl): 344, bolus (u): 5.7. At 6:55 am the pod was deactivated and he noticed the cannula looks twisted. There was also insulin leaking around the pod site.